Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented a system failure error message. No patient injury was reported.

Manufacturer narrative:
Additional information received on 28-nov-2022 via email and attached to complaint object: the reported event did not occur during patient use, it occurred prior. The date of the event is unknown. Event did not result in patient harm and no medical intervention was required. Event outcome was resolved and pump was serviced and returned. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found it in good condition with no appearance of any physical damaged. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. The investigation was unable to determine the intermittent of the error. No physical or any other damage was found on the speaker or interconnect board. No fault was found. It was recommended that the speaker be replaced as preventative action. The root cause of the reported problem was unknown/undetermined as no fault was found with the device. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.